Manufacturer narrative:
(B)(4): leaks of the delivery system are not specifically labeled. Event eval: still under investigation.

Event description:
A zenith flex aaa endovascular graft bifurcated main body was placed according to the IFU. During the procedure there was a constant dripping of blood leaking out of the captor value on the sheath. The leak was coming from between the blue captor value and the white band with device label. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.